Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise. It was noted that the patient is pacer dependent and experienced episodes of dizziness in response to the noise. The lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was reported to be doing well and discharged.